Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the image processing pc (ip-pc) had a storage failure, which would impact imaging. Upon checking with customer, quote for evaluation and repair service was sent to customer. No response received from the customer and quote expired. No service has been performed by philips. To date, no further information was received.

Event description:
It was reported to philips that the image processing pc (ip-pc) had a storage failure, which would impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.